Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 component codes and type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. The complaints were confirmed based on medical records provided for evaluation. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien m3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. In addition, during valve assembly, leaflet tissue is submitted to thickness measurements. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately 3 months and 18 days post-implantation of a 29 mm sapien m3 valve in the mitral position via transfemoral approach. Tee report revealed severe thickening and immobilizing fusion of the septal most and posterior most leaflet. There are no mobile vegetations. The appearance can be consistent with leaflet thrombosis. The mean transmitral gradient is 6-7 mmhg, consistent with moderate mitral stenosis''. Leaflet thickened per instructions for use (IFU), leaflet thickening is one of the potential adverse events associated with the use of valve. Thickened leaflets may be caused by several patient-related factors including early valve deterioration (svd) (e.g., stenosis), non-structural dysfunction (e.g., pannus), or thrombosis (formation of blood clots on the valve). Svd (calcification) and pannus formation develop progressively over time. Valve thrombosis is the formation of significant blood clots on the valve, which can significantly impact the leaflet and its proper functionality. Per the medical record, there was no evidence of calcification/svd, or no mobile vegetation. Leaflet motion restricted in this case, leaflets were reported to be severely thickened. Thickening of the leaflet can impact leaflet mobility/ functionality and proper leaflet coaptation. Stenosis per IFU, stenosis was a potential adverse event associated with the use of valve. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. The thickened leaflet in this case can impact leaflet mobility/functionality and proper leaflet coaptation, which consequently results in stenosis or the narrowing of the orifice of the valve. As such, available information suggests that patient factors (leaflet thickening) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Event description:
Approximately 3 months and 18 days post-implantation of a 29 mm sapien m3 valve in the mitral position via transfemoral approach. Tee report revealed severe thickening and immobilizing fusion of the septalmost and posteriormost leaflet. There are no mobile vegetations. The mean transmitral gradient is 6-7 mmhg, consistent with moderate mitral stenosis. Per medical records review, the patient developed acutely worsening hypoxemic respiratory failure in setting of volume overload in the setting of cardiogenic shock. The patient was given poor prognosis given age, complex cardiac history, multiorgan failure, frailty and overall comorbid state. The patient expired 3 months and 20 days post-implant.